Manufacturer narrative:
Pump was received with missing reservoir tube retainer, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that customer lip ring of reservoir compartment keeps coming off of the pump. The reservoir locks into place, but lip ring comes off and has to be manually re-attached. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.